Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm was reportedly reading 400-460 mg/dl (the display device will show the word high for any cgm 401 mg/dl and above). No symptoms were documented. The patient self-treated with 35 units of insulin and passed out with diaphoresis and shaking. The bg by the parent was 36 mg/dl. Reversal of hypoglycemia was not specified. The patient reportedly could not recall details due to memory problems post cva. At the time of the report months later, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.